Manufacturer narrative:
On (B)(6) 2020, it was noticed that this report is a duplicate of manufacturer report number 1645337-2020-02229. All further reports shall be submitted under this manufacturer¿s report number. Additional information was received on (B)(6) 2020, indicating the implantation date was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Concomitant products: mentor memorygel breast implant 475cc, catalog number 3504754bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 475cc and experienced capsular contracture baker grade iii on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 450cc, catalog number 3504504bc, lot 7456807, serial number (B)(4) on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).